Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: d1, d4 (version or model), e1 (event site city and event site state and event site postal code), h6 (type of investigation). D1 should be left blank since the information is not known.

Event description:
N/a.

Manufacturer narrative:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) balloon ruptured. There was a patient involvement and no harm reported. Iab was used for less than 6 hours and then balloon ruptured followed with unit then went on standby. Customer reported that while counter pulsation therapy was provided via a mega 50cc iab catheter and cardiosave iabp to a 29-year-old male for an undisclosed indication on (B)(6) 2025, an iab catheter perforation occurred. While no information within the record indicates any history of aortic disease or difficulty inserting the mega 50cc iab catheter into the right femoral artery, it was reported that an unspecified alarm was appreciated from the cardiosave less than six hours after initiation of therapy. From the information provided it is not clear if a sheath was utilized for insertion of the mega iab catheter. At the time of the alarm state, blood was observed within the extracorporeal tubing of the iab catheter. Despite 3 good faith efforts (gfes), no information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that in cardiosave intra aortic balloon pump (iabp), there was blood back and there was balloon rupture, there was no harm or injury to patient.